Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned and analyzed. No anomalies were found. Concomitant medical products: 457445 lead, implanted: (B)(6) 2004. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead had no capture since the patient experienced a fall and a car accident approximately four years prior. The lv lead had been turned off and the patient has not experienced any heart failure symptoms. The lv lead was subsequently capped. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.